Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cnw0t3-t9 that is sold in the united states under (PMA/510(k) (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, opacity was evidenced in the optics which was evidenced with intraocular movements and light. The surgeon decided to leave the lens on for a few more days and check the vision and see if there was any need for lens explantation. Additional information was received, surgeon stated that patient was doing very well and apparently he is not going to explant the lens.